Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9023788. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 other text : see h.10.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the patient was admitted to the hospital due to "episodic wheezing for 2 days and re-accessed for 2+ hours". The patient needed to be given infusion for treatment this morning. After opening the package of indwelling needle, it was found that the needle was damaged. The indwelling needle was not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the patient was admitted to the hospital due to "episodic wheezing for 2 days and re-accessed for 2+ hours". The patient needed to be given infusion for treatment this morning. After opening the package of indwelling needle, it was found that the needle was damaged. The indwelling needle was not used.